Manufacturer narrative:
In trouble-shooting at the site, the medtronic representative re-booted the navigation system and replicated the unresponsive behavior. Return requested. Replacement computer shipped to site. Medtronic investigation of returned suspect device finds that initial power-on and boot were successful. Launched application and navigated. Manipulate 3d models. Unable to re-create reported issue. Hdd and ram report no errors. Over extended run time, building 3d models and navigating and running glxgears, no faults or unresponsive behavior encountered. No fault found. Device found to be fully functional. On 06/24/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer would not boot-up. Computer was replaced. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that when the site turned on their navigation system, it became unresponsive. When the site performed a hard shut-down and attempted to re-boot, the system stayed on the "no input detected" screen. There was no patient present when this issue was identified.